Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product issue was confirmed because it was reported that the customer swapped a bag from blue clamp to the red clamp line, which is a use error/poor aseptic technique. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
This report addresses the issue of use error- reuse of supplies. A customer contacted baxter's technical service center regarding a check supply line alarm that appeared on the homechoice (hc) unit. This event occurred during use, the patient was connected, in fill 4 of 4. There was solution in the blue clamp bag only. The technical service representative (tsr) explained the alarm and helped bypass to dwell 4 of 4. Per the hp, they swapped the blue clamp to the red clamp( use error). The tsr explained to help the hp end therapy. The fill volume (fv) equaled 1062 ml. There was patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.